Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service representative report: the mainboard was replaced as a precaution to resolve the reported issue. Performed the operational verification procedure (ovp) and user verification test (uvt), all tests passed. The device was returned to the customer operating to service specifications. Results of investigation: the device component was returned to carefusion's failure analysis laboratory. The device was installed in a known good vela unit. The reported issue ¿transducer (xdcr) fault was found on the event log but the fault was unable to be duplicated during testing. The reported issue will be internally investigated.

Event description:
The customer reported that the vela ventilator was alarming transducer (xdcr) fault. The customer did not provide patient information. It is unknown whether there is patient involvement.